Manufacturer narrative:
Internal correction on 24-nov-2015: the date of follow-up received on 06-aug-2015 was amended to 09-aug-2015.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Case considered closed on (B)(6) 2015: no further information is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5038066) in united states on 06-feb-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. On (B)(6) 2014, essure was inserted. She was put under anesthesia for the procedure. She presented tremendous pain and was sent home with vicodin. She had abdominal pain ever since. She was taken to the emergency room by ambulance for severe abdominal cramping and diarrhea. Several tests, CT scan, blood and urine tests were performed and they didn't know what was wrong. She was put on 7 different medications, including 2 antibiotics and referred to a gastroenterologist. A colonoscopy, then an endoscopy and then a special x-ray test were performed to look at small intestine and it was found she had a c-diff infection, a very serious one too. She was still on the road to recovery (she was battling this infection for 2 and a half months). Before essure, she was a healthy, active woman. She was complaining of 2 periods a month, extreme abdominal pains during menses, headaches she never had, bad abdominal pain all the time, her joints at her hips hurt, sharp pains in left ovary (she denied cysts or endometriosis). She was scheduled for an allergy test in 2 months, because she may be having an allergic reaction to what it's composed of. Consumer reported hospitalization as event outcome; however she did not specify it. Follow-up information received on 16-feb-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up from 11-jun-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow up 06-aug-2015: follow up information received from the consumer via health authority FDA web docket ((B)(4)). Consumer reported that she was (B)(6), mother of four and she stated that since essure was inserted she has been a medical nightmare. She was a healthy and active woman prior to essure. Her implanting doctor and she thought this device would be the perfect fit for her since she did not want to be cut on. Upon waking after the procedure, she was in terrible pain in my pelvic region, asked for pain medication and was given a pain killer and a prescription to take home. The pain has never completely gone away. For days after the implant she was hyper aware of her fallopian tubes and could actually felt something in there. A week after implant, still in pain and she developed an allergy to milk. Or so she thought. It was actually the beginning of a realty bad c-diff infection. A month after implant she was taken by ambulance to the hospital for severe abdominal cramping. They put her through x-rays, CT scan, blood work, colonoscopy, endoscope and more x-rays. Not one of her doctors could figure out how on earth she had contracted a c-diff infection and she had to put off her hysterosalpingogram test until the infection was managed she had the hsg in (B)(6) 2014. She was 100% occluded and the placement was correct. It took 3 months and 7 different medications to beat the infection in those three months her periods began to change, they became heavier, longer, extremely painful and completely irregular. Her doctor told her that had never had any patient having issues with essure, so it must be something else. Consumer mentioned that she was in bed, in pain, feeling horrible. Around 8 months after implant she started to gain weight. Not one or two pounds, she quickly went from (B)(6) to being (B)(6) in 5 months. Around the same time, her periods started coming every two weeks. Her periods have become so bad that she bleed through a tampon and pad in a half hours time. I will get an odd pressure in the bottom of her vagina and it felt like something pushing out of her. She also mentioned that since getting the device sex has become painful. She bloated to where it was painful and she looked 7 months pregnant. She get terrible headaches, broke out in rashes and she been diagnosed with rheumatoid arthritis just recently. Her hands and feet go numb and swell. Consumer has recently found a gynecologist who has made it a point to run very thorough tests to rule out any other possibilities for her declining health, so far every single test has come back normal. Her new doctor preformed a saline ultrasound to locate the coils and check for any other things that might be causing her pain and failing health. The test found an ovarian cyst, fibroids and while they were able to locate her left implanted coil, the right one was not found. She goes back in august to do one last round of tests before opting on a complete hysterectomy. Consumer stated that essure has made her life miserable. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced a c-diff infection (interpreted as clostridium difficile infection). This event was considered serious due to hospitalization and it is unlisted in the reference safety information for essure. She also experienced abdominal pain ever since; bad abdominal pain all the time, which was considered serious due to medical importance and listed. Consumer will undergo a complete hysterectomy and stated that essure has made her life miserable. Colonization of the intestinal tract with clostridium difficile occurs via the fecal-oral route and is facilitated by disruption of normal intestinal flora due to antimicrobial therapy. The organism produces exotoxins that bind to receptors on intestinal epithelial cells, leading to inflammation and diarrhea. Considering the pathophysiology of this reported event and essure's local effect in the fallopian tubes, causality with essure was assessed as unrelated. With regards to the other event, given its nature and considering that the event occurred since essure insertion, a causal relationship with suspect insert cannot be excluded. This case was upgraded as incident since a surgical intervention will be required. Also, non-serious events were reported. An updated product technical analysis is expected. Further information could not be obtained.